Event description:
Complainant alleged that during a patient call the autopulse resuscitation system displayed a ¿replace battery¿ message. Complainant attempted to use another battery, however the ¿replace battery¿ message still persisted. Complainant reverted to manual CPR. It is unknown if rosc was ever achieved. Patient expired at the emergency room. Exact date of death is unknown. Complainant also indicated that proper battery rotations are being performed and when the autopulse platform was utilized with two different working batteries from the hospital the autopulse displayed the same message. When the crew attempted to use a fifth battery on a mannequin back at the station, the autopulse platform worked properly. Additional details have been requested from the complainant, however no further information has been obtained.

Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.

Manufacturer narrative:
Autopulse platform s/n (B)(4) was not returned to zoll for investigation, however the platform's archive was obtained and analyzed. Analysis of the archive shows that a total of 5 batteries were used during the reported incident and a 6th battery was used later on the same day (not during the reported incident). The 5 batteries used during the reported incident of (B)(6) 2013, (s/n (B)(4)) were all found to be beyond the expected life of 2 years. Battery (B)(4) which was used later on the date of the incident (not during the reported incident) was also beyond the expected life cycle. Battery s/n (B)(4) (manufacture date 4/5/2011) was shown to have been placed into the autopulse platform on (B)(6) 2013 and remained in the platform, without being charged until used during the reported incident on (B)(6) 2013. The platform first experienced ua 44-battery voltage too low during compression (replace battery) after which the customer removed and re-inserted the same battery. The platform exhibited ua 13-battery fault detected (replace battery). This occurs when a battery that has experienced a ua 44 is reinserted into a platform without being recharged. The customer removed and reinserted the battery a total of 7 times, each time displaying ua 13. Battery s/n (B)(4) (manufacture date 4/5/2011) was then placed into the autopulse platform. A total of 121 compressions were given, when this battery experienced a ua 44. This battery also appears to have been removed and re-inserted into the platform a total of 9 times during the event, which caused the customer to again experience ua 13. Battery s/n (B)(4) (manufacture date 1/6/2010) was placed into the autopulse platform. The platform exhibited ua 2-compression tracking error which occurs if the patient is misaligned on the platform or the lifeband is disengaged. Following the ua2, the customer then experienced a ua 44. This battery was removed and re-inserted into the platform a total of 2 times without being charged, this caused the customer to again experience ua13. Battery s/n (B)(4) (manufacture date 1/6/2010) was placed into the autopulse platform. The customer experienced ua2-compression tracking error, after which they removed this battery. Battery s/n (B)(4) (manufacture date 1/6/2010) was placed into the autopulse platform. A total of 8 compressions were given, when the platform exhibited ua44, after which usage of the autopulse platform was discontinued. Approximately 2 ½ hours later, the autopulse platform was re-started using battery s/n (B)(4), without being charged. The customer experienced ua 12-lifeband not present. The battery was removed and re-inserted 2 times causing the ua13 to be exhibited. The customer then inserted battery s/n (B)(4) (manufacture date 10/15/2010) turned the platform on and then immediately powered off the platform without any operation being performed. Once the platform exhibits a ua 44 message, a charged battery must be inserted into the platform to continue use. A ua13 will be exhibited after the ua 44 message, if the battery that caused the platform to exhibit the ua 44 message is not charged before being reinserted/re-used on the platform. The mechanism for a ua13 message is used to ensure that sufficiently charged batteries are utilized with the autopulse platform, preventing low power battery usage. In summary the customer's reported complaint of the autopulse displaying "replace battery" message was confirmed through review of the autopulse platform archive. Please see the following related MFR reports: 3003793491-2013-00970 autopulse¿ nimh battery with sn (B)(4), 3003793491-2013-00971 autopulse¿ nimh battery with sn (B)(4), 3003793491-2013-00972 autopulse¿ nimh battery with sn (B)(4), 3003793491-2013-00973 autopulse¿ nimh battery with sn (B)(4), 3003793491-2013-00974 autopulse¿ nimh battery with sn (B)(4).